Event description:
Follow-up information revealed the patient regained effective therapy through reprogramming.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation from the scs system. Reprogramming was unable to resolve the issue. X-rays revealed the patient's lead had migrated left. Additional information revealed on (B)(6) 2018, the patient underwent surgical intervention where the physician attempted to place a trial lead right of the patient's existing lead. However, to no avail. As such, additional intervention may be pending to address the issue.